Event description:
It was reported that particulate matter was found inside the reservoir of a small volume intermate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation is in progress. Should additional information become avaiilable, a supplmental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14j066 was manufactured september 30, 2014 - october 3, 2014. The device was received for evaluation. A visual inspection on the device (via the naked eye) noted a solid white particle approximately 0.90 and 1.29 mm in length, floating in the fluid pathway of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The direct cause could not be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.